Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer experienced high blood glucose level of 500mg/dl and also stated that insulin pump had an absence of alarm. The parent stated that they are not noticing the sounds of the alarms anymore. A self-test was performed and the insulin pump passed but the parent stated that the sound was too low and could not hear the alarms. The insulin pump will be replaced. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was tested with no audio/beep anomaly noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.